Event description:
It was reported to technical services on (B)(6) 2011 that this lead may be changed out due to noise. This lead was previously turned off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).